Event description:
Ous MDR - after an implant duration of 54 months loss of capture was reported. Lead and generator were exchanged. Clinic assumes a lead problem but also returned the pacemaker for analysis. No info was provided about the lead. Pt was admitted to the clinic due to dizziness. No further adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR.